Event description:
It was reported that patient's generator could not be interrogated; the error message: "315 - failed to receive all bytes in sequence" indicative of a communication issue was received from the programming system. It was reported that the patient was implanted in 2006 with a generator 102 serial number unknown. Attempts for additional relevant information have been unsuccessful to date.